Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was initially found that the power button was broken. Further evaluation found that the ac inlet connector was missing. There was no reported patient involvement. The service center technician recommended replacing the device's ac inlet connector to address the issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.